Event description:
It was reported to philips that the flexvision backup monitor supports were worn out and replaced on a allura xper fd20. The clinical use of the system was outside clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the monitor supports with new parts. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).